Event description:
It was reported by the rep that the device was used during an unk procedure. It was reported the tlc55 fired two times, on the third attempt the surgeon stated that it would not fire. He opened another tlc55 to finished to case. There was no consequence to the pt.